Event description:
It was reported that tandem mobi pump experienced cartridge alarm during load process, and customer stated cartridge would not load despite trying two different cartridges because piston was not moving, preventing tubing from being filled. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support confirmed alarm in pump history and logs, verified pump warranty and software status, provided instructions for putting pump into storage mode and returning pump within specified timeframe, and arranged shipment of replacement pump, with customer acknowledging need to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.